Manufacturer narrative:
The sample is not available for eval. However, a photograph of the affected product has been sent for investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The pt discovered that the bd nexiva diffusics intravascular catheter that was placed in her forearm had separated. She was evaluated by a vascular surgeon and a cutdown surgery was performed to remove the broken catheter from her radial vein.